Event description:
Removal of endosseous dental implants. According to the clinician 6 implants were placed in the mandible during a routine procedure in class ii bone. The clinician reports that the implants in site numbers 20, 21, and 29 did not integrate and were removed approx. 1 month post-operatively. According to the clinician the remaining 3 implants stable.